Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. During an interventional procedure, x-ray release on plane a of a biplane system was no longer possible. An error message informed the user about a present hardware problem. Since x-ray release on plane b was still possible, the procedure could be stopped in a controlled manner. The procedure was then continued on an alternative system. An on-site service intervention revealed a defect of the filament control board. After exchange of the defective hardware, the system worked as intended again. The detailed investigation of the defect part showed an defective voltage regulator that supplies the components in the x-ray release path. The occurrence rate was checked and a possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.